Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported urgent care center visit, detached cannula and excessive bleeding. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the cannula broke off inside the patient's body while removing the pod. Patient reported he went to an urgent care center due to excessive infusion site bleeding and to have the cannula removed. Upon arrival at the urgent care center, x-rays were taken and confirmed part of the cannula was still in the patient's body. Patient reported the infusion site was prepped with a topical anesthetic and iodine then tweezers were used to remove the cannula. Duration of urgent care center visit was about 30 minutes, and no further treatment or prescriptions were needed.